Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal bupivacaine 10 mg/ml at 11.3 mg/day and dilaudid 3 mg/ml at 3.4 mg/day via an implanted pump for non-malignant pain. The patient recently had a MRI and a motor stall was seen at initial interrogation. It was unknown if the MRI was due to a suspected problem with the device or therapy. The logs had been read and a motor stall recovery had occurred; however it was not less than two hours since the patient exited the MRI field. Patient symptoms were not reported. The event date was (B)(6) 2016. It was further reported at refill on the date of this report; the hcp noted a motor stall message upon pump interrogation. After reading the logs, the hcp discovered that the patient had a MRI on (B)(6) 2016, but did not have the pump interrogated following the MRI. After interrogating and updating on the date of this report, the hcp noted the motor stall recovery on the logs. The patient's pump had been alarming for a week.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.